Event description:
It was reported that the device failed to charge or deliver a shock after a 50hz burst was delivered during implant testing. The real-time ECG strip was examined and indicated the presence of programming, including an abort following detection of the arrythmia. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.